Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Testing indicated that the position potentiometer was non-functional due to a broken tab. The position potentiometer was replaced. Inspection also revealed that the lead screw was loose. Our technician replaced the lead screw and the right and left clutch components which were worn. After repair, the device was found to pass all delivery, accuracy and functional tests.